Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2020, it was reported that the patient's infusion set's tubing kinked which led to no delivery alarm and high blood glucose level of 527 mg/dl. Therefore, on (B)(6) 2020, at 06:00 am, the patient was admitted to the hospital with blood glucose level over 600 mg/dl. During hospitalization, the patient received insulin drip intravenously as corrective treatment. After staying for 2 days, the patient was released from the hospital. Currently, her blood glucose level was 357 mg/dl. No further information available.